Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after multiple battery changes. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 450mg/dl at the time of the incident. The customer treated with a manual injection and declined troubleshooting for the high reading. The customer stated that neither compartment nor spring are damaged or corroded. The customer was advised to insert a battery and to make sure the battery was inserted properly. The insulin pump alarm did not alarm failed battery test. The customer was advised to monitor the insulin pump and will be sent a replacement battery cap. The insulin pump will not be returned for analysis.